Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. Although the customer reported symptoms of headache, shakiness and dizziness, there was no report of death or serious injury nor was any third party medical treatment sought.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the health hazard analysis, and . The DHR (device history review) for sterrad 100s system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for haze / oil mist or vacuum system interrupt failures. Trending analysis for haze / oil mist issues associated to the sterrad 100s found there is not a significant trend. Trending analysis for vacuum system interrupt reveals there is a significant upward spike trend. The hhe (health hazard analysis) relating to haze / oil mist issues is considered low risk. The shuma (system hazard use misuse analysis)was considered "as low as reasonably practicable" (alarp). There were no parts returned for investigation of the report of unit emitting haze. The facility relocated their sterrad 100s to a new location and did not confirm that the power supply phase rotation is cba, therefore causing the vacuum pump to run backwards, which produced a haze/oil mist condition in the room.

Manufacturer narrative:
This is a correction to follow up 1 report submitted on september 30, 2010. The following statement was reported in error. Trending analysis for vacuum system interrupt reveals there is a significant upward spike trend. This statement should be corrected to read: there is not a significant trend of vacuum system interrupt complaints on the sterrad 100s product line from (B)(6) 2009 thru (B)(6) 2010. There was an upward spike noted (B)(6) 2010. As this is an isolated incident, and the ucl changes monthly, this is not considered significant.

Manufacturer narrative:
An asp field service engineer (fse) provided troubleshooting over the phone. He confirmed with the facility electrician that the unit had just been moved. The electrician reversed the polarity. The system is now working. The facility had moved and re-installed the unit on their own. The electrical supply for the unit at the new location was not in accordance with specification.

Event description:
The customer reported that after relocating their sterrad 100s to a new location, haze was noticed after a cycle cancelled for vacuum system interrupt. The haze was minimal and the unit was shut down immediately. An asp representative advised the customer to have their electrician confirm the power supply phase rotation is cba. There was no human reaction due to the haze. An asp field service engineer (fse) provided troubleshooting over the phone.